Event description:
It was reported on external medwatch number 180010-2000-011 that the (1) mcl20 was used during an abdominal aortic aneurysm repair procedure. It was reported that the stapler broke when used to apply clips. This caused the procedure to be prolonged.